Event description:
During an av fistulagram procedure, the pt needed to have balloon angioplasty. During inflation of the balloon, the balloon ruptured in patient's right subclavian vein. When removing balloon catheter the balloon got caught on the sheath and sheared off in pt's vein.